Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 29 mmol/l. Customer was treated with insulin pump for high blood glucose level. Customer stated that they using auto mode featured insulin pump. Customer did not have any symptoms for high blood glucose. Customer had been using insulin pump for 48 hours of reported event. The insulin pump will not be returned for analysis.